Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, filter removal procedure was performed. Under real time ultrasound guidance using a micro puncture needle and seldinger technique a 5 french introducer sheath was placed. Through the right internal jugular vein, 5 french flush catheter was advanced over a bentson guidewire and the catheter was placed in the left iliac vein. Subsequently vena cavography was carried out. Over an exchange length amplatz super- stiff guidewire the catheter and the sheath were removed, and a long introducer sheath was placed into the inferior vena cava. A prolonged attempt was made at capturing the caval filter for retrieval but did not able to advance the snare around the hook to retrieve the filter. It was possible that the hook was either buried or very close to the caval wall on one side, hence the filter could not be able to get around it. Eventually seven years and two months later, computed tomography (CT) revealed the filter was in appropriate position with the apex located approximately 1 cm below the inferior margin of the right renal vein. 5 of the filter legs on the left perforated the caval wall and 4 of these lay near the adjacent aorta. The legs penetrated the caval wall and was splayed. Therefore, the investigation is confirmed for the perforation of the ivc and retrieval difficulties.per medical records, multiple attempts were made to engage the hook of the filter using snare but were unsuccessful due to that the hook was either buried or very close to the caval wall on one side. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,d4(expiry date: 11/2013). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was implanted for contraindication to anticoagulation and after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly unable to be retrieved . The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of pulmonary embolus was scheduled for inferior vena cava filter placement. The right jugular vein was accessed and a retrievable filter was deployed within the infrarenal inferior vena cava. Completion imaging demonstrated the filter to be in good position. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was implanted for contraindication to anticoagulation and after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported through the litigation process that a vena cava filter was implanted for contraindication to anticoagulation and after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.